Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv10 had ruptured during patient use. The device was filled with meronem and sodium chloride (nacl); however, concentration and total fill volume are unknown. According to the report, the patient was being infused at home when the reservoir had ruptured during the end of therapy. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the actual device was not returned to baxter for an evaluation; however, a photo was provided by the customer. The evaluation has not yet been completed. Once the evaluation has been completed or should additional information become available, a follow-up report will be submitted.